Manufacturer narrative:
Date of event: year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported they noticed they weren't feeling stimulation and that they went to increase their stimulation and saw the message "internal device has lost all data. Contact clinician." The patient stated they noticed the message about 2 days ago however they noticed they weren't feeling their stimulation prior to seeing this message (sometime in 2022) however it didn't phase them until they thought to check the other day. Patient services asked the patient if they had experienced any recent electro-magnetic interference and the patient replied "no." Patient services advised the patient the meaning of the message and redirected the patient to follow up with their managing health care provider (hcp).